Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a caregiver contacted support about episodes of hyperglycemia and review of device data indicated meals were being announced inaccurately, including incorrect meal type selection, with no device alerts or alarms and blood glucose not elevated at the time of the call. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and no medical or surgical intervention. Investigation included complaint handling, device history review not feasible without return, and user support with troubleshooting and education regarding meal announcements and consideration to consult the healthcare provider or clinical data specialist. Investigation of this case revealed user technique issues related to inaccurate meal announcements. It was concluded that the event was attributable to user error and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.